Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during lithotripsy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately 15 minutes into the procedure during lithotripsy with autolith probe. They could only see three grey dots on the screen. The procedure was not completed due to this event and the patient was reschedule for other day. It was reported that a plastic stent was placed inside the patient. There were no patient complications reported as a result of this event.